Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer and performed and signed service installation record. The device meets specification as per service installation record. Logfiles have been requested but have not arrived. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. No part is expected to be returned to device for evaluation. The service history of the device is unclear as no onsite visit is documented. No on-site visit by a field service engineer was identified in relation to the reported issue. The root cause of the reported event could not be determined. Not enough information was provided to properly complete an investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after relocation of the facility, the flap the thickness was inconsistent that leads to a thin flap in the unknown eye during refractive surgery. All components except laser head replaced. The company representative informed that could not provide the patients information. The sample has been discarded. No sample return.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).